Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a laparoscopic roux-en-y procedure, when the surgeon transferred the needle between the jaws of the device, it fell out of the instrument. To correct this condition, a new device was used. No adverse events have been reported.